Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit has no audible alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacture for evaluation. The results of the evaluation show the alarms did function but were weak due to a failure of the power switch. The original complaint was that the alarms did not function which could not be confirmed after reviewing the evaluation results. Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit has no audible alarm.